Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified, 90% stenosed lesion located in the proximal circumflex (cx) two guide wires were inserted, one whisper ms and balance middleweight universal ii. There was no resistance felt during advancement of the guide wires to the lesion. A 3.0x20 mm non-abbott balloon catheter was advanced for predilatation and was inflated and removed without issue. During the attempt to insert the xience v stent over the whisper ms guide wire, it was noted that the guide wire had separated. Several attempts were made with three different types of goose neck snares to retrieve the separated segment of the guide wire from the patient; however, this was not successful, the artery occluded. The decision was then made to implant a stent to trap the separated segment of guide wire into the artery wall, after which two non-abbott bare metal stents and two xience pro stents were deployed to reopen the artery and complete the procedure successfully. The procedure took 4.5 hours to complete; however, this was not considered to be a clinically significant delay in the procedure. The patient is well post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 3.0x20 mm maverick. Guide wire: balance middleweight universal ii. Stent: xience v. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.